Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise through the assoicated defibrillation lead, resulting in pacing inhibition. Reported lead diagnostics were unremarkable and attempts to evoke noise with isometric exercise were unsuccessful. The oversening appears to be diaphragmatic, occurring when the patient coughs. The patient has clinical factors contributing to her cough. A guidant technical services consultant recommended possibly revising the lead, as decreasing the sensitivity setting did not resolve the oversensing. No adverse patient effects have been reported; the patient has an intrinsic rhythm that would come through during inhibition.

Event description:
Boston scientific received information that received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise through the associated defibrillation lead, resulting in pacing inhibition. Reported lead diagnostics were unremarkable and attempts to evoke noise with isometric exercise were unsuccessful. The oversensing appears to be diaphragmatic, occurring when the patient coughs. The patient has clinical factors contributing to her cough. A boston scientific technical services consultant (ts) recommended possibly revising the lead, as decreasing the sensitivity setting did not resolve the oversensing. No adverse patient effects have been reported; the patient has an intrinsic rhythm that would come through during inhibition. The physician did not elect to make any changes and the device remained implanted. At a later date, this crt-d was explanted and returned to boston scientific for laboratory analysis. No further allegations had been against the functionality of longevity of this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.31volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. In addition, the field observations of noise, oversensing and pacing inhibition could not be confirmed through laboratory analysis. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested and was found to be operating normally.